Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was severely damaged. Additional information from the field representative had indicated that the patient had underwent an emergency surgical procedure wherein the physician had cut the middle to distal portion of this rv lead in order to allow re-vascularization of the vessel. When it was about time to remove the remaining half of lead, the insulation came out separately from the inner coils. This rv lead was then successfully explanted. No adverse patient effects were reported.